Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an extractor pro rx balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd) performed on (B)(6) 2012. According to the complaint, during the procedure, the physician was pulling the balloon out of the duct when the catheter broke 3/4 of the way down from the handle and became stuck inside the endoscope. The physician removed the proximal end of the catheter from the scope. The distal end was still stuck in the scope and was able to be removed from the patient with the endoscope. It was confirmed that no pieces detached inside the patient. The procedure was then completed with a second scope and a stent was placed without any issues. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The reported event of catheter break. Investigation results: according to the complainant, the suspect device has been disposed and is not available for return, so the product analysis could not be performed; however this failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. If any further relevant information is received, a supplemental MDR will be filed. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.